Event description:
It was reported that the balloon ruptured. Two 6.00mm/2.0cm/50cm peripheral cutting balloon were selected for use. During procedure, it was noted that the balloon ruptured and was then simply pulled out from the patient's body. A second balloon was used; however, the same issue occurred. The procedure was completed with another of same device. No complications reported and patient's condition is good.